Event description:
It is reported that at a regularly scheduled follow-up visit in 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around threads and tip of the screws used to affix the plate. The plate itself was not loose. Patient has a revision pending.